Event description:
It was reported by svc report that the s3 bed had a broken footboard with sharp edges and open areas where fluid could ingress and a bad nurse call cable. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: footboard shell.